Manufacturer narrative:
No issues were noted during the cryotherapy treatment, and the user reported that the patient had tolerated similar treatment previously without issue. Unlike the previous procedures on this patient, for the procedure subject of this report the user chose not to remove an in-dwelling tracheotomy tube. The user stated the in-dwelling tracheotomy tube may have presented an obstruction to adequate venting of nitrogen gas and was likely the cause of the event. There was no reported malfunction of the trufreeze system. The instructions for use for the trufreeze system include the following warnings and precautions: "physician should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting of nitrogen gas, resulting in increased gas pressure." The disposable trufreeze system spray catheter was not returned to us endoscopy for evaluation. Steris endoscopy has offered additional consultation regarding the reported event; however, the user facility has not responded. No further issues have been reported.

Event description:
The user facility reported that pneumothorax was detected following a spray cryotherapy procedure in the airway which included use of the trufreeze system. A pigtail chest tube was placed to treat the pneumothorax and the patient recovered with no further issues reported.